Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon partially inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, during the same surgery due to the lens was stuck in cartridge or injection system. The doctor felt there may have been damage to the lens. There was patient contact but no injury. The lens was replaced with another same length lens and the problem was resolved. The patient is happy. The cause of the event was unknown.